Event description:
Additional information received reported that the patient¿s health care provider ¿presumed tightening of the protective boot onto the lead at lead implantation¿ had caused the event. It was noted no surgical intervention had occurred. It was further noted the patient had no injuries and recovered without sequela.

Event description:
It was reported at stage ii implant impedance measurements with contact 11 were greater than 40,000 ohms. There was no visual damage to the lead. The extension was replaced with no change in impedance measurements. The lead end cap was used. It was later reported that the cause of the high impedances were unknown. The patient went on to implant but the ins has not been turned on yet. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID 3550-67, serial# unknown. Product type: screening device: product ID neu_ unknown_ext, serial# unknown. Product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).